Event description:
Info received indicates the head section is stuck at 10-15 degrees.

Manufacturer narrative:
The tech found the lever that engages the gas spring was bent. The tech straightened the lever to repair the stretcher.